Manufacturer narrative:
Unit received with unexpected flashing medtronic logo. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thump software due to flashing medtronic logo. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the pump three times to determine flashing medtronic logo is permanent. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Problem isolated to the electronic assemblies. Unit also received with corroded battery tube, battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing and end cap address label missing. In conclusion, unit received with unexpected flashing medtronic logo. Problem isolated to the electronic assemblies. Unable to confirm battery cap damage and blank display. Cosmetic damage was confirmed on the battery compartment when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received a critical pump error 35(a broken force sensor was detected during seating or regular delivery) and had a blank screen and a crack on the pump at the battery compartment. Troubleshooting was performed. The customer performed safety checks on the insulin pump and other critical pump error was found. The customer stated that the contacts on the battery cap contacts were missing or damaged. It was advised to insert a new aa battery; however, the display was not returned after the pump restart. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for product analysis.